Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the device was defective. A probe check was performed on the device and no anomalies were found as both switches were normal. The teflon pad was inspected and found partially detached from the grasping section exposing metal. The proximal end of the device was inspected under a microscope and found no visual indication of damage can result from continuous activation of the output without tissue between the probe and the grasping section.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, a short circuit error message and metal touching metal error message was observed. It was noted that the teflon pad on the distal tip was detached. The intended procedure was successfully completed with another similar device. There was no pt injury reported.